Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. Interprocessor communication error unknown. The main arm cannot communicate with the motor arm unknown. The alarm generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement unknown. The hardware rtc date and time disagrees with the software maintained date and time unknown. Blank display not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump exposed to moisture and had several insulin pump error alarms during basal and had blank display. Customer¿s blood glucose level was 22 mmol/l. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarms. Customer states the display was not blank less than 30 seconds and did not return. Customer states display was blank currently. Customer states they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.